Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. Based on the information, the event could not be confirmed. The orbit galaxy microcoil was not returned for analysis; therefore the root cause of the resistance experienced when inserting the complaint coil into the microcatheter and the unravel on the coil could not be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
(B)(4). Concomitant devices: sl-10 microcathter (stryker), y-connector (goodtec), dcs syringe ii.the product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a health care professional, during the coil embolization procedure of a ruptured cerebral aneurysm located at the anterior communicating artery the physician experienced resistance when inserting the orbit galaxy microcoil (640cf0410 /17278307) into the microcatheter. The resistance was experienced at about 10cm from the hub, and the physician could not push the coil any further. The coil was removed and replaced with another coil, and the procedure was successfully completed without further issues and delay. A slight unravel was noted on the microcoil upon removal. Along with coil the competitor's microcatheter was also removed and replaced. There were no damages noted on the competitor's microcatheter prior to use, during use or upon removal. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect or damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The product is not available for the investigation. No further information is available.